Manufacturer narrative:
Initially, the patient presented with capsular contracture on (B)(6) 2017. The patient had the device explanted, cleaned, and reinserted on (B)(6) 2017. Final explantation took place on (B)(6) 2017. Concomitant product: mentor smooth round moderate profile 275cc saline breast prosthesis, cat. #3501640, serial (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 275cc saline breast prosthesis when she experienced capsular contracture (baker grade iii). As a result, the patient underwent explantation on (B)(6) 2017.

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. The patient's ethnicity has been updated to hispanic/latino. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware of an event detail that was mistakenly omitted in the supplemental report sent on 12/19/2019. Manufacturer report number 1645337-2018-01919 is a duplicate of the current report. Any additional information will be submitted under the current report number. Manufacturer's reference number: (B)(4).